Event description:
The user facility reported that a wall mounted controller for operating room lights began to smoke while a patient was on an operating room table. The facility reported that the patient was transferred to another operating room; there were no injuries reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the lights and controller and found that the redundant lamp motor on light head 1 was damaged, causing the capacitor on the control board to fail and the controller to subsequently smoke. The service technician replaced the wall mounted controller, brushes, bulbs and redundant lamp motor, placing the equipment back into service. The light is not under steris service contract and is currently serviced and maintained by the facility maintenance department. No further issues have been reported with the light or controller since the reported event. The hospital's maintenance staff believes the root cause of this event is the age of the controller. Steris has offered to provide in-service training to hospital staff regarding the proper maintenance of this equipment. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control (page 7-1) includes instructions for the wall control to be located at least five feet above the finished floor surface, in accordance with nfpa 99 and local code requirements for the use of flammable anesthetics.